Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete cut of the left eye flap after femtosecond laser treatment. Upon follow up, the reporter indicated the case was aborted. The patient was brought in the next day and the case was converted to photorefractive keratectomy (prk). Additional information has been requested.